Event description:
A customer contacted baxter's (B)(4) to report receiving system error 2240 (air in line) with the homechoice (hc) machine during fill 1. The technical service representative (tsr) had the home patient (hp) recycle the hc. The tsr informed the hp to start over again using new supplies. Product surveillance contacted the patient's caregiver (cg) on (B)(6) 2010. According to the cg there were no leaks or holes in the disposables, however, they discarded the supplies, started over with new supplies, and resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Manufacturer narrative:
(B)(4). This report for a system error 2240 was not confirmed due to lack of sample. A root cause could not be identified due to insufficient information. Since the lot number is unknown a batch review was not performed. A label review was not performed due to unsuspected user error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).